Manufacturer narrative:
The reported issue was confirmed. The device was returned. The evaluation found no cap at the syringe. Based on the evaluation, it was concluded that the exact time of how and when the problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿ 2. Accessories, closed drainage bag, syringe prefilled with sterile water, water soluble lubricant , antiseptics: bard 10% providone- iodine solution , tweezers, gauze pads, waterproof sheet, cotton balls. Gloves." (B)(4).

Event description:
It was reported that prior to use, there was allegedly no cap on the syringe.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that prior to use, there was allegedly no cap on the syringe.